Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the infection has been resolved.

Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken where the system was explanted and the patient was hospitalized.